Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery. The customer stated that their insulin pump would sometimes deliver inaccurate amounts of insulin to the body. The patient's blood glucose level was 30 mg/dl at the time of the incident. The customer treated their blood glucose level with food. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.